Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose is 255 mg/dl. Customer treated with a bolus. The blood glucose reading at the time of the event was 400 mg/dl. Customer was dehydrated and not feeling right. Diagnosed diabetes ketoacidosis. Customer was hospitalized for two days. During troubleshooting, the reservoir leaked inside of the reservoir compartment. Nothing further reported.